Event description:
It was reported that the inserter could not hold the implants securely during insertion. No pt complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.